Manufacturer narrative:
Device power up properly after battery installation, however device consistently shuts down with pump error 23, pump error 28, pump error 48 and pump error 68. Device unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to power shut down, problem isolated to electronic assemblies.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was not working and it had multiple insulin pump error. Customer reported that the insulin pump was shutting off. Customer was able to clear the alarm. Customer declined to troubleshoot. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.